Event description:
A malfunction alarm was reported with the code malf 9, which occurred without any notable events preceding it. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to monitor the pump and contact support if the issue returned, and they acknowledged and understood these instructions.